Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly experienced ketoacidosis of values up to 30 mmol/l. Customer alleges pump did not deliver correct insulin amount. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.